Event description:
It was reported complainant stated "folded catheters upon receipt; the catheters were folded and unusable."

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. It was further reported the products are still within their original packaging. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on july 3, 2014. Note: the actual date of event is unknown, so the date used was the date convatec became aware.